Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. The event description provided states that the patient underwent an additional surgery to have the lens explanted due to extreme halo phenomena post-operatively. "Deviation from target refraction", "reduced vision" and "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. There is a period of adaptation with any intraocular lens implant referred to as neuroadaptation. Rayner has previously been advised by its medical consultants that this process can take up to six months to achieve in some patients and that some patients (approx. 3-5%) are just never able to adapt to the functional style of the lens. The patient underwent implantation of the lens on (B)(4) 2026 and it is therefore likely that the halo phenomena experienced is due to neuroadaptation issues, especially as the issue affected the patient bilaterally (see also FDA MDR 3012304651-2026-00143). Our review of production records for the rayone galaxy rao605g batch 115284255 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution were within acceptable optical tolerance.

Event description:
On 27th april 2026, rayner received notification from a healthcare facility in germany of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that the patient underwent an additional surgery to have the lens explanted due to extreme halo phenomena post-operatively.